Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the epidural lead migrated to the ipg pocket. Reportedly, surgical intervention was undertaken on (B)(6) 2015 during which time the permanent lead was explanted and replaced with a new model. Therapy was effective postoperatively.the issue is resolved.

Manufacturer narrative:
The returned product(s) was not analyzed for the complaint of lead migration as the allegation cannot be confirmed or refuted via laboratory testing.